Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch was broken. The latch has been broken for a while. The device was not changed out, as the customer is using tape to close the sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.